Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the physician was concerned that the patient's vns generator may be infected. The patient was scheduled for surgery for possible explant and replacement. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. Follow up revealed that the medical professional was unaware of when the infection began and was unable to provide an assessment on the cause of the infection. It was stated that this was not a newly implanted device. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient underwent a full vns explantation surgery due to the infection. It was stated that the pocket was infected. The surgeon planned to treat the infection with antibiotics. The explanted devices were discarded.